Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent an explant procedure. No device malfunction was suspected.